Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that a patient with known coronary artery disease was presented to the medical facility for impella placement. It was reported that the pump started, however flows were noted to be low and suction alarms were received. It was reported that the impella catheter was evaluated, and a kink was observed. The medical staff attempted repositioning, but the kink in the cannula remained until the impella pump was not positioned across the aortic valve. It was reported that the device was explanted. No kink was observed when the cannula was outside of the patient¿s body. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the reported issue has been completed. Evidence of a kink was confirmed in the lab. Thus, the root cause of the low pump flow was due to the cannula kink. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.